Manufacturer narrative:
Device is not being returned, therefore, no evaluation could be performed.

Event description:
The sales representative reported that a patient developed a cyst on the back of her knee as a post-operation condition of fast-fx ab implantation. No additional information is available at this time.